Manufacturer narrative:
An investigation was conducted: during an eviva breast biopsy procedure on (B)(6) 2026, the user site reports that the vacuum and saline were not functioning as expected as the core samples were not passing through the tubing into the basket, even with the use of lavage and aspiration. The user site further reports that the device was set up correctly, all connections were secure, and the device passed all pre procedure testing. While squeezing the saline bag and using manual aspiration, the user reports the device began working properly; however, when removing the specimen from the basket, a piece of foreign material was discovered. It is reported that the procedure was completed successfully with the same device and no patient/user injury was reported. Initial evaluation: the device was returned to the post market quality laboratory for the investigation. Visual inspection was conducted and white foreign material was present in the device. Investigation methods and findings: functional testing was not conducted due to the issue reported, no further actions or additional test needed to be performed. During the visual inspection, white foreign material was observed. This confirmed the reported issue, and therefore no functional verification was required. Cause/root cause: the complaint was confirmed and root cause analysis determined that the white foreign material was a fragment of an assembly tool used in the eviva manufacturing process. An awareness was performed due to the nature of the issue. Control points are placed in the production line to increase the detectability of issues related to functionality. Conclusion: the reported issue was confirmed, and the failure mode was identified. A comprehensive review was conducted, including device history records, complaint data, and risk assessments. CAPA/hra/ncr/scar are not deemed required at this moment by this event. Future events will be monitored and trended. Complaint confirmed: yes device history record (DHR) review: the DHR was reviewed for the corresponding lot, and no relevant risk factors were found in the manufacturing process.

Event description:
During an eviva breast biopsy procedure on (B)(6) 2026, the user site reports that the vacuum and saline were not functioning as expected as the core samples were not passing through the tubing into the basket, even with the use of lavage and aspiration. The user site further reports that the device was set up correctly, all connections were secure, and the device passed all pre procedure testing. While squeezing the saline bag and using manual aspiration, the user reports the device began working properly; however, when removing the specimen from the basket, a piece of foreign material was discovered. It is reported that the procedure was completed successfully with the same device and no patient/user injury was reported. No further information is currently available.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications.